Manufacturer narrative:
The device was returned for evaluation. The device was powered on and given functional testing. The battery capacity was found at 91%. All battery test values were within specification. The reported issue could not be confirmed. The returned device was found to function as expected.

Event description:
It was reported the device was being tested and a "depleted battery" alarm occurred despite the battery indicator showing 100% just before alarm. No patient involved.